Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the etco2 module is not working. The etco2 module was replaced by the bench repair technician. No pt involvement.